Event description:
It was reported that the surgeon performed a revision surgery for a patient who had an open reduction internal fixation (orif) of the right olecranon on (B)(6) 2013. X-rays were taken post-operatively from initial surgery on (B)(6) 2013. The x-rays taken on an unknown date prior to revision showed a non-union and some of the variable angle locking screws backing out of the plate. During the revision surgery on (B)(6) 2014, the surgeon noticed one of the screws that he removed had a gouge with a fragment missing. The surgeon removed all fragments. The plate and an unknown number of screws were removed. The surgeon implanted a different 3.5 locking compression plate with an unknown number of screws. It was reported that the surgery was successfully completed without delay. This is 2 of 3 reports for (B)(4). This report is for one (1) broken unknown screw.

Manufacturer narrative:
This medwatch is being rescinded. The complaint was reviewed and the event is being captured by an identified part under a different medwatch report. The investigation of the returned devices was able to determine the specific part(s ) involved in this event, this report was originally reported as an unknown broken screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The part numbers that were returned are listed below. Synthes cannot identify which of the thirteen returned screws is the complained broken screw. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for the one broken screw. This is report 2 of 15 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: date unknown as the event is the due to a nonunion. This report is for an broken unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.